Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up remote review, the patient¿s electrogram reflected non-sustained ventricular oversensing via the patient¿s ventricular lead. No programmiing changes were made, and the patient will continue to be monitored. The patient was stable throughout.